Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) did receive a da vinci product to perform advance failure analysis (afa). The vessel sealer extend (vse) instrument was analyzed and initial findings were confirmed. It was found during afa that the set screw that holds the grip ring in place was dislodged from its position and was found inside the housing. The absence of this screw caused the grip ring to dislodge, causing the grips to not open.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The vessel sealer extend (vse) instrument was analyzed and found to have a dislodged grip ring at the proximal end in the housing. The complaint was confirmed by failure analysis, which indicates that the device may have contributed to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted hemicolectomy surgical procedure, the vessel sealer extend (vse) was not opening the jaws. The customer tried to manually open them outside the patient, but it was stuck. The procedure was completed as planned with no reported injury.